Event description:
Patient reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.